Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of anemia in a female patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In the early 1970s, the patient began using super poligrip original and fixodent. An unknown time later, the patient experienced "zinc toxicity, copper deficiency, and extensive nerve damage resulting in tingling, burning, pain and weakness in the feet and legs, dizziness, anemia, a tendency to stumble or fall down, instability and loss of balance." Use of super poligrip original was continued, and fixodent was discontinued in (B)(6) 2010. This case was considered as medically serious by gsk. According to the claim, the events were severe and permanent. Super poligrip original is manufactured in (B)(4), and neither the product or lot number for this product was available. (B)(4).